Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was underneath the lifevest. The patient stated there was breakdown under the electrode with contact dermatitis. The patient also has what appears as pressure ulcers and reported the wires rubbing her skin raw. There was no alleged device malfunction contributing to the irritation. The patient is retired nurse and used silvadene to help alleviate irritation. Follow up indicated the irritation improved .